Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately seven months post-op, patient returned with reported left limb occlusion. The physician elected to perform an open thrombectomy with non-endologix devices. The clot was removed and sent for testing for possible atrial septic defect. The patient was reported as stable post-procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported limb occlusion was found to be unknown/undetermined due to the lack of relevant medical information surrounding the event. The reported left common femoral artery endarterectomy and patch angioplasty, a possible clamp injury, or an embolism from the heart due to an atrial septal defect likely contributed to the event. Unable to determine procedure-related, anatomy-related, and user-related issues, or cautionary product use conditions. This was off-label due to concomitant use with products outside the instructions for use. The final patient disposition was reported as stable with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)